Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep replaced the image processor and fast scan converter.

Event description:
It was reported that the image quality on the 2600 sys was compromised with horizontal lines. No pt injury was reported.